Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and medical records were provided. There was no specific device deficiency identified within the medical records. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced migration of device or device component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is male. The patient's age and weight were not provided.